Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. ¿ deformation: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "deformation of the right breast" and "rupture...at the upper pole was found." Diagnosed with physical and radiological examination. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "deformation of the right breast" and "rupture at the upper pole was found." Diagnosed with physical and radiological examination. Device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Clarification to a2. Dob: 1988. Only year was received. E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deformation of the right breast" and "rupture...at the upper pole was found" diagnosed with physical and radiological examination. Device has been explanted and replaced with non-abbvie device.